Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure to treat a long occlusion the right superficial femoral artery through a left crossover access, part of the delivery system allegedly broke off. It was further reported that the vessel was clamped via crossover approach to remove the pieces of delivery system under view; however, it is possible the plastic tip may have not been removed. Reportedly, there was vessel re-occlusion. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned for evaluation. The stent was deployed and not returned upon receipt, as it was placed in the patient. The inner catheter cardan tube, which is the distal segment of the inner catheter was found broken. The very distal end of the cardan tube including the atraumatic tip was not returned. No x-ray images were provided to verify the reported detachment of the segment inside the patient. The procedure was performed crossover and the vessel was reported to be significantly calcified; the lesion was pre-dilated and device compatible accessories were used. Based on evaluation of the sample, break of the inner catheter of the stent delivery system is confirmed. Based on information available, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential issue was found addressed, as the instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Regarding preparation and accessories, the instructions for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended". "Gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter across the lesion to be stented via the introducer sheath". Regarding tracking difficulties, the instructions for use states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used", and "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the right superficial femoral artery via the left crossover approach, part of the delivery system was allegedly broken off in the patient. It was further reported that the right lumen was opened and the common femoral artery was clamped to remove the broken pieces of the delivery system from the vessel using snare but the tip of the delivery system was not removed. Furthermore, there was vessel re-occlusion. The patient is stable now.

Event description:
It was reported that during a stent placement procedure in the right superficial femoral artery via crossover approach, the part of the delivery system was allegedly broken off in the patient. It was further reported that the right calcified femoral artery was clamped to remove broken pieces of delivery system from the vessel under view. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: (expiration date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.